Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the vitrectomy device stopped working significantly reduced aspiration was observed along the entire length of the tubing and slowed proper functioning of the cutter during posterior vitrectomy surgery. The procedure was completed after replacement of product with new one. There was patient contact with product but no patient impact.